Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but cannot get the pads to prime. Also, there were no blue and white stickers on the connectors. Flow 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%. Pump hours 3200. System hours 3500. Explained the pads were redesigned and no longer contain the blue and white stickers. The pads can now connect in either orientation. Stopped therapy, disconnected pads and started manual control. Flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 64%. Connected pads one at a time. Right thigh 0.9lpm, -7.0psi, circulation pump command (cpc) was 42%. Left thigh flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 50%. Right chest flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was69%. Left chest flow 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%. Flow did not improve when the left chest pad was moved to another valve set. Lot# ngjx2433. Removed left chest pad and resumed therapy in automatic mode. Flow rate was 1.6lpm. Suggested placing a universal pad or two on the patient's left chest for adequate pad coverage.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n: (B)(6) but cannot get the pads to prime. Also, there were no blue and white stickers on the connectors. Flow 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%. Pump hours 3200. System hours 3500. Explained the pads were redesigned and no longer contain the blue and white stickers. The pads can now connect in either orientation. Stopped therapy, disconnected pads and started manual control. Flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 64%. Connected pads one at a time. Right thigh 0.9lpm, -7.0psi, circulation pump command (cpc) was 42%. Left thigh flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 50%. Right chest flow 2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was69%. Left chest flow 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%. Flow did not improve when the left chest pad was moved to another valve set. Lot#: ngjx2433. Removed left chest pad and resumed therapy in automatic mode. Flow rate was 1.6lpm. Suggested placing a universal pad or two on the patient's left chest for adequate pad coverage.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter facility name is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.